Event description:
Philips received a complaint by bench repair on the v60, indicating that it has been observed that the power cord needs to be replaced due to electrical safety issues. It was reported there was no patient involvement at the time the issue was discovered. Bench repair replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
E1: (B)(6).